Event description:
The user facility reported to terumo cardiovascular systems that during set up, the endoscope displayed a blurry image. There was no pt involvement as this occurred during set up. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device, and upon investigation the complaint was confirmed. Inspection of the endoscope found that the event was caused by internal lens breakage, which resulted in a blurry visual field. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All available info has been placed on file in (B)(4) for appropriate tracking, trending and f/u.